Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Tachy mode is off. Technical services (ts) was consulted and explained no out of range measurements were observed, ts recommended reprogramming. The device remains in service. No adverse patient effects were reported.